Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with unknown mentor saline prostheses and experienced bilateral deflation post procedure. The deflation was confirmed through the physician¿s office. As a result, bilateral prosthesis replacement with mentor smooth round moderate profile 175cc saline prostheses was performed. The patient has fully recovered with no residual effects. See 1645337-2019-10715 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/26/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation of the breast saline implant. During evaluation of the sample a crease was observed on the posterior view, extending to anterior. Since the authorization for return and examination of medical device form was not signed and/or returned, the mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were discovered breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. There is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 5/22/2019. The device was implanted on (B)(6) 2008. The impacted product, initially reported as unknown saline, was revealed through the product investigation on 5/28/2019. The impacted product was a mentor smooth round moderate profile 150cc saline prosthesis. Section d has been updated with all of the new information that is available. A manufacturing record evaluation (mre) was performed for the finished device number 5708178, and no non-conformances related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).